Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the product leaked into the overpouch of a large volume infusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from january 19, 2015 ¿ january 20, 2015 the sample was not returned; however, a photograph was provided for evaluation. During photographic inspection, fluid droplets were observed on the inside of the over pouch; however, no evidence of a leak from the device was noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.